Event description:
It was reported the customer passed out and had low blood glucose. The paramedics were called out and no additional information was provided at time of call.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.